Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Main control board would not charge the foot control properly.

Event description:
While using a g310 scaler, the insert was warm, the handpiece was overheating, and the foot pedal is no longer holding a charge; no injury resulted.